Event description:
It was reported that an ilet user experienced high blood glucose of 383 mg/dl on the first day of pump use after not announcing a meal, with no stopped-dose alerts and a same-day infusion set change performed earlier with a trainer. Symptoms included hyperglycemia. Outcomes included user education and temporary disconnection of the pump after the user administered an external insulin injection. Investigation included customer care troubleshooting and education regarding safe use when taking external insulin. Investigation of this case revealed user-managed insulin dosing outside the system¿s algorithm and continued pump delivery prior to disconnect, consistent with use error related to meal announcement and concurrent external insulin while connected. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error.